Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator experienced a reset. Upon interrogation, there was a message indicating that there were erroneous values and that the device needed to be restored to nominal parameters. Programming changes were successfully made. There were no patient consequences before, during, or after intervention.